Manufacturer narrative:
Correction: please retract report 2017865-2025-91618. Information received from the field confirmed that the patient's death was unrelated to their pacing system. There were no allegations of device deficiency.

Event description:
It was reported that the patient passed away due to unknown causes. Further information was requested but was not available.